Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital for a driveline infection. No additional information was provided.

Manufacturer narrative:
Additional information: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that after being on oral antibiotics for pseudomonas with no resolution, the patient had a wound vac placed which was removed after 5-6 weeks of treatment. The patient has continued on more aggressive antibiotics for four weeks post removal of the wound vac. The patient was seen in clinic on approximately (B)(6) 2015 with no significant changes. It was reported that the issue remains ongoing at this time.

Manufacturer narrative:
Approximate age of device: 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.